Event description:
Patient's nasogastric (ng) tube was clogged. Nurse attempted to flush and aspirate with water/de-clogging agents. While flushing, there was a break in the ng tube. The ng tube was removed.